Event description:
A hospital in (B)(6) reported a patient was implanted with a matrix construct on (B)(6) 2012. A one day post op lateral x-ray taken on (B)(6) 2012 showed that one of the matrix heads was not connected with the bone screw. It is not known if the head was not properly clicked on or if the head disconnected. The patient was taken back to the or on (B)(6) 2012 for screw removal this report is #1 of 3 for the same event.

Manufacturer narrative:
Additional narrative: investigation coordinated by synthes (B)(4). Report received indicates the investigation has shown that the collet is smooth running and properly positioned in the screw head, only some scratches and two opposite dents are visible. The review of the manufacturing and material documents has shown that this screw head was manufactured according to the specifications and that it comply with the newest version. Based on these findings, we conclude that an attempt was done to assemble the screw head onto the pedicle screw. However, since the normally present impressions of the rough head of the bone screw are missing on the inner surface of the collet, it can be assumed that the screw head had been detached from the bone screw, as it was tightened with the locking cap.

Manufacturer narrative:
This device was used for treatment not diagnosis investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn. Manufacturing documents were reviewed and no complaint related issues were found.